Event description:
Customer had been using product since 1976 had developed rash underneath the wfer that soon spread over a large portion of the body.customer as seen by family doctor and two different dermatologists. Skin biopsies were performed but did not result in a positive diagnosis. Three possible diagnoses: 1) ID reaction for contact dermatities, 2) pityriasis rosea, or 3) suspected drug reactin were identified but never confirmed. Investgation closed in 04/1997 when doctors decided that it would be impossible to determine if the allergic reaction was linked to product use.